Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention and stent placement treatment procedure a balloon burst occurred. The patient presented with an acute myocardial infarction of the inferolateral wall and a sinus rhythm with sr st elevation. The lesion was located in the second obtuse marginal (om). The lesion characteristics are not known. The physician advanced another manufacturer¿s 6fr guide catheter into the intended location. Next, another manufacturer's 0.014 x 300cm guide wire and a 2.0 x 12mm apex balloon catheter were advanced to pre-dilate the lesion. The balloon was inflated twice to 10 atms and 12 atms respectively. The apex was removed and another manufacturer¿s 2.5 x 23mm stent was advanced and deployed in the lesion. The coronary stent balloon was inflated to 10 atms for 30 seconds and removed. Next, the physician advanced the 15mm x 2.5mm nc quantum apex balloon catheter across a lesion located in the first (om). The balloon was inflated once to 12 atms and burst. The physician completed the procedure with another 15mm x 2.5mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention and stent placement treatment procedure a balloon burst occurred. The patient presented with an acute myocardial infarction of the inferolateral wall and a sinus rhythm with sr st elevation. The lesion was located in the second obtuse marginal (om). The lesion characteristics are not known. The physician advanced another manufacturer's 6fr guide catheter into the intended location. Next, another manufacturer's 0.014 x 300cm guide wire and a 2.0 x 12mm apex balloon catheter were advanced to pre-dilate the lesion. The balloon was inflated twice to 10 atms and 12 atms respectively. The apex was removed and another manufacturer's 2.5 x 23mm stent was advanced and deployed in the lesion. The coronary stent balloon was inflated to 10 atms for 30 seconds and removed. Next, the physician advanced the 15mm x 2.5mm nc quantum apex balloon catheter across a lesion located in the first (om). The balloon was inflated once to 12 atms and burst. The physician completed the procedure with another 15mm x 2.5mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed the presence of blood and contrast throughout the distal shaft. After the device was soaked in a circulating bath to dissolve and dislodge the solidified blood and contrast an attempt was made to inflate the device. This attempt was unsuccessful due to the residual solidified blood and contrast in the device lumen. Microscopic, visual and tactile inspection did not reveal any damage to the device. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).